Event description:
Pt admitted with diagnosis of non-union distal lt femur fracture and failed internal fixation with bone necrosis. Pt has history of supracondylar lt femoral fracture 2 yrs ago. Pt was treated with orif using a side plate and screws. However fixation failed with proximal screws coming loose from femoral shaft. Pt underwent repeat orif (open reduction and internal fixation), again with side plate and compression screw and bone grafting. The pt did well for 8-9 mo however the plate fractured and indicated non-union once again. Pt was c/o pain to lt thigh and underwent revision in 2002.